Event description:
Additional follow-up information was received from the reporter. The consumer experienced adverse events in the left eye, including a burning sensation, a feeling of a scratch, eye redness, corneal injury, and difficulty removing the lens from the eye. It was reported that, over time, the corneal injury improved with ongoing treatment. The consumer confirmed that the ulcer was located in the inferior part of the cornea and was associated with significant stromal melting. The consumer required hospitalization and was treated with prednisone. The current status of consumer was symptoms resolved at the time of report. No additional information is available.

Manufacturer narrative:
Additional information was provided b5, d4 and h6 updated. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3, h.6 : the actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. A trend related investigation was performed and did not reveal any potential contributing factors to the complaint. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by the non-healthcare professional stating that the consumer informed that after using the contact lens, contact lens has cut the eyeball of left eye. As per follow up information the contact lens has cut his eyeball and has created ulcer and consumer visited the hospital and underwent with the surgery right away, after two days at hospital where they have put hot glue to close shut his eye so he should not open and bunch of antibiotic and medicine for a week was prescribed. Post that the consumer was sent to rehab and after two weeks he is discharged. Additional information was received from consumer and consumer was diagnosed with bacterial conjunctivitis and went to computed tomography (CT) of the orbits that indicates pain with eye movement, drainage from site, orbital cellulitis, mild right maxillary sinusitis. Eye is sealed shut with glue, and the patches are changed as per requirement (prn). Consumer was prescribed with prednisone, tramadol and valacyclovir, atropine sulfate for corneal ulcer and ciprofloxacin 0.3 % ophthalmic solution instill 1 to 2 drops into the conjunctival sac every 2 hours while awake for 2 days and 1 to 2 drops every 4 hours while awake for the next 5 days and ceftazidime injection for bacterial conjunctivitis. Upon additional follow up the consumer informed that his vision is not that clear. The status of consumer was symptoms continuing at the time of report. Additional information has been requested but not yet received.

Manufacturer narrative:
H.3, h.6 the complaint sample has not returned for evaluation the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3, h.6 : the actual complaint product was not returned for evaluation. The device history record for this lot have been reviewed and found to be in compliance. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).